Manufacturer narrative:
The initial MDR 2517506-2021-00264 was filed on 20-sep-2021. Additional information (22-sep-2021): siemens reviewed the available data and found that the siemens customer service engineer (cse) inspected the system and replaced the sample 1 (s1) mixer which returned the system to normal operation. The cause of the discordant carbon dioxide (co2) and calcium (ca) patient sample test results was a malfunction of the s1 mixer. The instrument is performing within specifications. No further evaluation of this instrument is needed. Corrected information (22-sep-2021): section b6 was revised to remove the "I" from sample ID: 103777777720 I for carbon dioxide test results, and to remove duplicate sample ids 103778755526, 103778720161, 103777777720 for calcium test results.

Manufacturer narrative:
The customer contacted siemens to report six discordant carbon dioxide (co2) and fifteen discordant calcium (ca) patient sample test results were obtained on a dimension vista 500 instrument. The customer stated that an afternoon quality control (qc) run gave unacceptable test results. Patient samples that were run before the unacceptable qc were released to the physician(s). A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse checked the sample 1 (s1) arm and belts and replaced the s1 mixer. Siemens is investigating.

Event description:
Six discordant carbon dioxide (co2) and fifteen discordant calcium (ca) patient sample test results were obtained on a dimension vista 500 instrument. The initial co2 test results were reported to the physician(s) and not repeated. It is unknown if the initial test results were correct. The initial ca test results were reported and not repeated. It is unknown if the test results were correct. The initial results were recalled from the physician(s). It is unknown if the patients will have new samples drawn for testing. There are no reports of patient intervention or adverse health consequences due to the discordant carbon dioxide and calcium test results.